Event description:
The customer reported that the system displayed numerous error messages and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The touch panel protective covers were removed and the modality performance procedure step configuration was disabled. The system was tested and found to be working as intended and put back into service.